Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working and had a button error alarm. The customer also reported that the insulin pump had no delivery alarm and low reservoir anomaly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces noted. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No unexpected off no power were noted. Pump passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm or low reservoir anomaly noted.